Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 1512 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the hcp was noticing a volume discrepancy with the patient¿s pump. They were expecting 8.3 cc but got back 14 cc. The patient was having tight limbs and shaking, and his vitals were good other than a high heart rate and breathing fast. The pump was due to be replaced later this year due to eos (end of service). Per the hcp, ever since the patient had a pump, they had noticed that when his pump got close to end of life, he started showing more therapy issues which resolved when the patient got a new pump.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#(B)(6), implanted: (B)(6) 2004, product type: catheter; product ID: 8578, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the volume discrepancy has not yet been determined. A pump and catheter contrast study is planned but it has not yet been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient experienced tightness and volume discrepancy as previously reported. They did a catheter access port (cap) aspiration and there was some questions on the fluid. They did a dye study today and it was found that there were no issues. The hcp wanted to know when she could do a post prime as she was also refilling the patient.